Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
In 2006, the physician successfully implanted a xact stent in the patient's left internal carotid artery. Twelve days later, during a follow-up visit, the patient had complaints of dizziness. Five days later, the pt was admitted to the hospital with expressive aphasia, right-sided weakness, and severe hypertension. The following day, the patient was showing signs of confusion. The patient's current condition is unknown.